Event description:
It was reported that the patient underwent a right atrial (ra) lead revision. Follow-up revealed that the lead revision was due to loss of capture in the superior vena cava (svc). The ra lead was explanted. However, during the procedure, the patient seemed to have a reaction to vancomycin, so a new atrial lead was not implanted at that time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead; implanted: (B)(6) 2015. (B)(4).